Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing syringe assy (rohs) (part number 7-77650-04) for the stat pipettor. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated troponin result on architect i2000sr analyzer. The following data was provided: initial 0.41, repeated 0.24, 0.167. A new tube was drawn and the result was 0.00 in triplicate. The customer also mentioned two positive results that were different across 2 analyzers as 1.96 and 3.608. There was no impact to patient management reported.